Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube and a cracked reservoir tube window.

Event description:
It was reported that the customer had issues with the insulin pump's keypad. When the customer tried to enter his values, the up arrow button was sticking and scrolling past what he was trying to enter. His blood glucose level was 185 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.